Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced erratic blood glucose (bg) as low as 54mg/dl and as high as 305mg/dl associated with a time/date issue. The reporter noted that the patent experienced cognitive impairment with the alleged bg excursions. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, did not require assistance of a third party, and remained on the pump. Customer technical support reviewed the pump with the reporter and found that the patient had switched the am and pm settings for the time. During troubleshooting, the time was corrected and the pump was rebooted, and the time and date settings held correctly after rebooting the pump. No defects were found with the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the black box indicated a manual time change on (B)(6) 2016 from 22:44 to 10:42. The black box data from the event date was overwritten due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump passed a timekeeping accuracy test and was found to maintain time accurately. Unrelated to the original complaint, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Additionally, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.